Event description:
The patient was revised because of a loose cup with some osteolysis.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional info: update rec'd 7/23/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, and decreased mobility. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for the c68ek4000 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. Medical records were obtained and reviewed by a medical professional. With the limited amount of information provided, it cannot be determined that the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The patient was revised because of a loose cup with some osteolysis. (B)(4). The devices associated with this report were not returned. A review of the device history records for the c68ek4000 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Added: (expiration date), (patient/device).

Event description:
Update ad 13 apr 2018: ppf, pfs and medical records received. In addition to what were previously alleged, pfs also alleges walking difficulty and difficulty carrying out normal daily activities. Ppf has no new allegation. After review of medical records for MDR reportability, it was stated that the patient was revised to address loosening of the cup and elevated metal ion levels. Revision notes reported a small cyst, 15 cc of brown cloudy fluid consistent with metallosis, osteolytic lesion, two screws were removed easily, and metal debris throughout the adjacent soft tissue. Added stem due to the reported elevated metal ion levels but was not revised. There were no reported lab results. Doi: (B)(6) 2009; dor: (B)(6) 2014; left hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 7/25/2014- pfs and medical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision.